Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the auxiliary 2 drawer was stuck behind another drawer. The top drawer failed, preventing access to three drawers.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care.there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 2 matrix top cover was not successfully secured. The field service engineer (fse) found that drawer 2 was missing the capture clip. The fse replaced the missing clip, and the drawer functioned properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.